Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy the screw tip turned off at the top of the screw. The screw was left in the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with the broken screw. It was not necessary to switch the surgical technique or do a second surgery.